Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old caucasian female who underwent an unspecified breast augmentation with a mentor memorygel, 375cc silicone breast implant experienced left sided silent rupture post procedure. The issue was diagnosed through ultrasound, and physical examination. As a result, patient underwent bilateral breast reduction, bilateral capsulectomy and bilateral implant removal on (B)(6) 2022.

Manufacturer narrative:
Additional information received on sep 13, 2022, indicated that the patient date of implantation was about fifteen years ago. Mentor estimated the date as (B)(6) 2007 until further new update. Device evaluation completed on september 14 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 375cc breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 1, 2022 indicated that the patient underwent bilateral replacements with mentor 800cc smooth silicone on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).